Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information that alleges the customer's pump makes an unusual motor noise while delivering insulin. The customer believes it sounds like the motor is skipping during basal delivery. The issue impacted the customer's blood glucose level (300 mg/dl).